Event description:
Updated tandem x2 insulin pump software using tandem device updater software from a macbook pro. Updater software said the update was successful, but the pump came up with an error saying it could not be operated. Error code 0-0x2152. Pump could not be shut down by pressing button for 30-60 seconds as instructed by tandem technical support. Solution was overnighting a new pump. This malfunction was reported in another FDA report by a patient in (B)(6) 2020. FDA safety report ID# (B)(4).